Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the ECG rhythm of a patient the device was unable to get an ECG signal via defib electrodes. The clinician switched to leads to obtain the ECG rhythm of the patient and a shock was administered with the defib electrodes. The clinician obtained a new set of defib electrodes to monitor the patient, and the device detected an asystolic rhythm. However after "a few seconds" the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.